Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was over 600 mg/dl and also had level of 579 mg/dl. The insulin pump received no delivery alarm and customer stated that they had high blood glucose due to reservoir did not have insulin in it anymore. The customer reported that insulin was exited during fixed prime and cannula of infusion set was not bent. The insulin was still came out of the cannula during prime. It was reported that customer delivered insulin shots through syringe. The insulin pump will not be returned for analysis.